Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/ replaced in the initial surgery. Section e1: initial reporter: reporter name: unknown, information not provided. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that: during implantation of a preloaded multifocal intraocular lens, the lens tore as it exited the injector. The surgeon reported that the screw mechanism felt very stiff during advancement. Postoperatively, the damaged lens was removed from the patient¿s eye and a different intraocular lens was implanted. Additional information indicated that: the surgeon felt a slightly different, mild resistance compared to the usual during implantation; no additional force or other measures were applied aside from rotating the screw mechanism. No further information was provided.